Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention/urgency frequency. It was reported by the basic evaluation patient that they were at the hospital and that their symptoms had become worse. The patient also mentioned that even though they had the device on they felt like they had to go but could not do so.  There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.